Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4 - attempts have been made to gather all product identification information and no further information has been provided. Visual evaluation of pictures provided identified the implants exhibited evidence of explantation in the form of significant biological material with debris adhered to the surface, as well as discoloration and staining on the tibial component. However, the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - biomet agc ps femoral component 60mm, catalog #: ni, lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address tibial loosening approximately eighteen (18) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h11.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address tibial and femoral component loosening approximately eighteen (18) years post-operatively. Attempts have been made, however, no additional information is available.